Manufacturer narrative:
A sample has been received by a company representative and sent to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported that two scalpels from two different custom pak did not cut during surgery. Patient impact information is unknown. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for one of the knives.

Manufacturer narrative:
Evaluation summary: one opened 2.4 intrepid knife was received in a blade protector tray for the report of did not cut. The returned knife was not seated properly in the tray. The sample was examined and was found to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up the exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the patient was not damaged and the surgery was completed without problems.